Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted due to an infection and extrusion of the implant through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. In addition three channels were found extra-cochlear during explantation surgery due to a post-operative migration of the electrode out of cochlea. This is a final report.

Event description:
The user is reportedly suffering from an infection on the skin flap. The implant housing was exposed. The hearing performance with the device is not affected. The user was explanted on (B)(6).2023. 3 channels were seen outside of the cochlea during explantation surgery.

Event description:
The user is reportedly suffering from an infection on the skin flap. The implant housing was reportedly exposed. The hearing performance with the device is not affected. The user was explanted on (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.